Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that "about 3 weeks" after the patient had their pump implanted it was removed because the incision got infected. The healthcare provider first noticed the issue and the surgeon who implanted it recommended it be removed. They still had the catheter implanted and were now trying to get a new pump.